Event description:
Abnormal waveform noted. Attempted to troubleshoot by passively deflating balloon, without difficulty. When inflating with 1/2 ml of air the pink wedge tubing filled with blood. Physician discontinued swan and replaced with a triple lumen catheter. Patient was not harmed, but had to undergo a second procedure. D2. Dose or amount: 1, frequency: route: intra-artery. Dates of use: one day in 2007. Diagnosis or reason for use: post-op monitoring. Event abated after use stopped or dose reduced? 1. Yes.